Event description:
Procedure type: urological/gynecological. According to the reporter: the patient was treated for pelvic organ prolapse and other symptoms. Allegedly, the patient suffered pain and injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4).